Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31009593l number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that a sensor error 106 occurred with a thermocool® smart touch® sf bi-directional navigation catheter (lot # 30991690l) 1 hour after starting of the procedure. The issue was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter (lot # 30991690l) to another thermocool® smart touch® sf bi-directional navigation catheter (lot # 31009593l). Then a cardiac tamponade occurred 30 minutes after starting use of the thermocool® smart touch® sf bi-directional navigation catheter (lot # 31009593l) during pulmonary vein isolation (pvi). Pericardial drainage was conducted, but the patient condition was not recovered. After thoracotomy, the blood pressure recovered. The patient condition was not well after cardiac drainage was provided. Then, open chest surgery was provided. The blood pressure got back to normal state and the patient was recovered. Prolonged hospitalization was required. There was no abnormality before or while using the product. A smartablate generator was used in this procedure with the correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Transseptal puncture was done with an rf needle. The physician¿s comment was that the contact force of the thermocool® smart touch® sf bi-directional navigation catheter (lot # 31009593l) was high several times when it stayed near the roof of the left atrium. The strong catheter contact to the myocardium during catheter manipulation may be a cause of the tamponade. Physician¿s opinion on the cause of this adverse event is that it was procedure related, the patient¿s outcome from the adverse event was reported as fully recovered. The ablation was performed before pericardial effusion or tamponade was identified. The steam pop was not confirmed. Irrigation catheter was used, and the flow rate setting was low flow 2ml. Vector, dashboard, visitag were used. Visitag module was used, parameters for stability were used were range: 2mm, time: 3s, force over time (fot) 25% and 3g, tag size2. No additional filter used with the visitag. Tag index low350/high 400. The customer¿s reported force sensor/sensor errors are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote.